Event description:
It was reported that the pt received inappropriate shocks. The device was found in backup vvi mode with no defibrillation support. Multiples episodes of noise were observed at a previous follow-up. Insulation damage in clavicle area was reported. Device was not returned.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.